Event description:
It was reported that guidewire fracture occurred. The patient underwent percutaneous transluminal angioplasty on the superficial femoral artery. A 300cm, 8cm poly tip v-18 control wire was selected for treatment; however, during preparation, the device broke. Another of the same model was used to complete the procedure. No complications were reported, and the patient is fine.

Event description:
It was reported that guidewire fracture occurred. The patient underwent percutaneous transluminal angioplasty on the superficial femoral artery. A 300cm, 8cm poly tip v-18 control wire was selected for treatment; however, during preparation, the device broke. Another of the same model was used to complete the procedure. No complications were reported, and the patient is fine. It was further reported that the guidewire was not separated into two pieces. The tip was broken, losing its' tip strength.